Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the customer was hospitalized on (B)(6) 2015. The customer's blood glucose was 400 mg/dl at the time of admission. The grandmother reported the customer's blood glucose was 510 mg/dl before being hospitalized. The customer was hospitalized when their family was unable to treat their blood glucose with manual injections. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was treated with an IV of fluids and insulin. Customer was wearing the insulin pump at the time of hospitalization. The grandmother declined to return the insulin pump for analysis.